Event description:
Patient brought in for a lumbar myelogram during which the little and middle fingers of the right hand became entangled between the moving and stationary portions of the x-ray table. Subsequent x-rays of the right hand show no fractures but there were lacerations to the right middle finger and the extreme tip of the little finger amputated. Initially the table was prepared with the footrest attached to the foot of the moving portion of the x-ray table and the shoulder rest attached at the top edge or head of the moving portion of the x-ray table. In the order to maintain the fluers tower in the appropriate position above the patient's back, the x-ray table was extended up to the point that the shoulder rest had been extended out past the stationary portion of the table. Once this portion of the procedure was complete, the extended portion of the table was moved back down to prepare patient for another procedure. Apparently during this movement, the patient repositioned the hand from the flat portion of the table and gripped the right edge of the table near the area where the shoulder rest had been attached. As the extended portion of the table moved back down over dthe stationary portion, the patient's right finger's were caught between the moving section of the table and the stationary portiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: manufacturer. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.